Event description:
A customer obtained reproducible, unexpected, (B)(6) vitros ahbs results ((B)(6)) from a single patient sample while using the vitros 5600 integrated system. The patient result was reported out of the laboratory as (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer retested the sample and the retest result was found to be (B)(6). There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a customer obtained repeatable, (B)(6) vitros ahbs results on a single patient sample while using the vitros 5600 integrated system. There was no evidence that an instrument or reagent related issue contributed to the event. Treating the sample using heterophilic blocking tubes yielded (B)(6) results than the untreated sample. The root cause of the event is the presence of heterophilic antibodies in the patient sample that are interfering with the assay.